Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when checking the patient's backup system controller. The controller was connected to the monitoring system and a yellow error message was displayed on the heartmate touch screen indicating the controller needed to be exchanged. It was noted that the message said "error - exchange controller". The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm on the system controller (serial number: (B)(6) was confirmed. Log files were downloaded, and data from the reported event date of 14jan2025 was reviewed. A controller internal fault alarm was noted to be active due to an lcd communication fault, indicating that the lcd printed circuit board (pcb) was unable to properly communicate with the rest of the system. The driveline was not connected to the controller for the duration of data reviewed. The system controller returned for analysis, and a controller fault alarm was reproduced. An integrated circuit (ic) chip responsible for communication on the controller¿s lcd pcb was found to be damaged. This chip was replaced, and the fault resolved. The controller passed functional testing with the replacement chip and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The root cause of the system controller alarming for a controller fault alarm was determined to be due to damage to an ic chip on the lcd pcb; however, the root cause of the damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.